Event description:
Pump failure occurred during code blue situation. Pump failed without warning. Pump displayed an abnormal white screen that says "please disconnect the line and disconnect the pump from the pt" and "device malfunction: software error." Failure is non-recoverable, even after reboot. Pump returned to factory. The 75 similar failures have occurred at our institution between (B) (6)2009 and (B) (6)2010.